Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that falsely elevated architect creatinine results were generated for two patients. The following data was provided: sid (B)(6). Tested on (B)(6) 2021, (B)(6). Sid (B)(6). Tested on (B)(6) 2021, (B)(6). The customer's normal range is 0.7 - 1.5 mg/dl. No adverse impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) was dispatched to troubleshoot the issue. The fsr replaced the probe wash pump which resolved the issue. A review of the analyzer¿s service history identified one previous complaint, (B)(4) (receipt date (B)(6) 2021) related to falsely elevated creatinine results that was considered resolved after the r1a probe was replaced; no deficiency was identified. There have been no subsequent tickets related to discrepant patient results after the probe wash pump was replaced. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem and includes instructions for the troubleshooting of elevated concentrations and erratic sample results. The architect c16000 systems service and support manual includes instructions for the removal, replacement and verification of the probe wash pump. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Based on the available information, no product deficiency was identified.